Event description:
Additional info received reports the target lesion was severely calcified and modertely tortuous. The first taxus express2 2.5 x 24 mm drug eluting stent was deployed at the 95% stenosed distal rca. It was also reported for this procedure that ivus was not used and the two stents that were placed had not been overlapped.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The target lesion was the 75% stenosed right coronary artery (rca) which was pre-dilated with a pleon 2.5 x 15 mm balloon. The physician placed a taxus express2 drug eluting stent (unk size) at the distal segment of the rca without difficulty. The second stent, a taxus express2 2.5 x 12 mm drug eluting stent, was then deployed at the middle/proximal segment of the rca. While trying to remove the balloon, withdrawal resistance was met and the physician aspriated the balloon twice and tried to remove it without success. The balloon was re-inflated to 8 atm for 10 seconds, deflated, and then removed from the pt. There were no reported pt complications.